Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2011 and provided the information regarding the incident. The patient using the machine at the time of the incident was unknown and no additional information could be provided. Based on the information obtained during baxter's investigation, this incident was determined to be related to insufficient drain: one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. A service history review was completed and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 2300ml and the ultrafiltration reading was 1436ml, indicating the home patient (hp) drained 1436ml more than their programmed fill volume of 2300ml. This information gave a total drain volume of 3736ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation has not yet been completed. A follow-up medical device report will be submitted upon completion of the evaluation or if any additional information is received.